Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient will be having his ipg replaced. The reason for the replacement is unknown. Surgical intervention may occur later to address the issue.

Event description:
Additional meaningful information obtained via follow up indicated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. The ipg was replaced because the patient was experiencing inadequate stimulation with the ipg. Stimulation was restored to the patient post-operatively.